Manufacturer narrative:
Device evaluation: investigation showed that all items are in a used but functional condition. No defects or functional limitations were identified on these items. However, a severe defect was identified on the additional item: 38610md - robi instrument. Observation: significant thermal damage at the distal end. Damage characteristics: the nature and severity of the damage are consistent with massive heat exposure, which can only result from excessive electrical energy input. The test results, along with comparisons to other unaffected items of the same series, strongly indicate that the damage was caused by a user error. It is very likely that the device was operated at a voltage above the permitted limits, resulting in a short circuit and intense heat generation, ultimately leading to the visible thermal damage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Information was received that the product will not be returned for evaluation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a laparoscopic appendectomy, the bipolar dissector forceps emitted a spark after a few minutes of use, causing the plastic around the head fixation screw to melt. The surgeon immediately stopped using the instrument as soon as the spark appeared. No surgical delay or prolongation of surgery reported. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on march 11, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).